Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements of 6.5 volts at 1.0 millisecond and the lead was suspected to have moved. It was also noted the physician believed there was some t-wave oversensing. A technical services (ts) consultant was contacted regarding this issue and indicated t-wave oversensing is rare in this type of device. The health care professional (hcp) reviewed a surface electrogram in confirmed there was loss of capture. The patient's intrinsic rhythm was coming through; therefore, there was no asystole. A revision procedure was performed and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.